Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 500 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer expressed symptoms such as nausea, vomiting, abdominal pain and possible onset of diabetic ketoacidosis. Customer reports they do not feel okay to troubleshooting. The insulin pump will not be returned for analysis.